Event description:
Additional information received from the consumer reported since they were implanted the stimulator had been extremely hot and shocked their kidneys and made their right hand go numb/tingly. The patient thought the stimulator was defective so they were having it explanted. Reprogramming had been attempted. The patient noted that the stimulation was so high that their chest hurt, they had a hard time breathing and they had gone through a lot of pain and now the issues were not going away. The patient would turn stimulation on high and they could feel it down to their knees and their kidneys being electrocuted but could never feel it down to their feet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-apr-02 rtg0152145 (rep): information was received from a manufacturer's representative (rep) regarding an implantable neurost imulator (ins). The reason for call was the patient reported that the device is not saving positional intensity changes or saving values that are too high. The caller indicated that they set the patient with as and programmed values for group a but no values for group b and c. The patient indicated that some intensities are going to 0. The patient has moved into positions for different groups and tried to make changes and stay in the position but hasn't been able to get the intensities to save. The caller described a specific report in which the patient was upright and set the intensity to 7ma. Then when he laid down it lit him up and the intensity did not decrease. The caller made a general statement that she feels like the tablet doesn't always save the adaptivestim setting that she programs. The caller then described that as a result of this she checks the overview to confirm that the programmed parameters were saved before ending a clinician programmer session. The caller indicated that they checked the overview for the patient and the intensities for group a seemed to be saved correctly at the programming session which was on (B)(6) 2021. The caller was not with the patient. Tech services reviewed information about adaptivestim programming.  The caller will follow up with the patient and try to program the different positions using the patient programmer. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was to report the event. The caller indicated that they would follow up with the md and may return the ins for analysis. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The caller indicated that the patient claimed the ins was turning itself off. The caller indicated that the patient claimed the ins is heating up. The caller indicated that the patient plans to have the ins explanted. On 2021-04-14 _e1 (rep): additional information was received from the manufacturer representative (rep).patient is having battery explanted and replaced with battery from different manufacturer tentatively scheduled for 5/5. Have asked to be notified so that battery could be retrieved for return. On 2021-05-04 rtg0163509 (con): additional information received from the consumer reported since they were implanted the stimulator had been extremely hot and shocked their kidneys and made their right hand go numb/tingly. The patient thought the stimulator was defective so they were having it explanted. Reprogramming had been attempted. The patient noted that the stimulation was so high that their chest hurt, they had a hard time breathing and they had gone through a lot of pain and now the issues were not going away. The patient would turn stimulation on high and they could feel it down to their knees and their kidneys being electrocuted but could never feel it down to their feet. On 2021-05-05 rtg0163509 (con) additional information received. Upon further review, caller stated "I have read a million stories online about the trial being perfect and the rest of it not being good." Caller was escalated and disconnected the call. Caller did not provide any information on device model/sn, when the event(s) occurred and who the patient(s) and managing physician(s) involved was/were. On 2021-05-21 rp: no new information.

Manufacturer narrative:
H3: product ID# 97715, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). Patient is having battery explanted and replaced with battery from different manufacturer tentatively scheduled for 5/5. Have asked to be notified so that battery could be retrieved for return.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: device evaluation not complete at time of report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). At the start of the call, the connection dropped out for a few moments and then came back on. Pt was immediately escalated during the call. The reason for call was pt said they had their medtronic implant explanted and replaced with a different system because their mdt implant was electrocuting them and causing all kinds of issues (see case (B)(4) for previously reported information). Pt said they were told once the device was explanted, they would receive a call in two months and they said no one has called them back. Pt said they went through a lot and they can't take medication for their pain, and they had to pay twice because they got another device. Pt said their new implant (non-mdt) that was placed on (B)(6) was a "piece of junk too". Pt threatened to contact media and involve a lawyer to sue. The caller was redirected to mdt patient relations, to leave a voicemail.

Event description:
Additional information received. Upon further review, caller stated "I have read a million stories online about the trial being perfect and the rest of it not being good." Caller was escalated and disconnected the call. Caller did not provide any information on device model/sn, when the event(s) occurred and who the patient(s) and managing physician(s) involved was/were.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the patient reported that the device is not saving positional intensity changes or saving values that are too high. The caller indicated that they set the patient with as and programmed values for group a but no values for group b and c. The patient indicated that some intensities are going to 0. The patient has moved into positions for different groups and tried to make changes and stay in the position but hasn't been able to get the intensities to save. The caller described a specific report in which the patient was upright and set the intensity to 7ma. Then when he laid down it lit him up and the intensity did not decrease. The caller made a general statement that she feels like the tablet doesn't always save the adaptive stim setting that she programs. The caller then described that as a result of this she checks the overview to confirm that the programmed parameters were saved before ending a clinician programmer session. The caller indicated that they checked the overview for the patient and the intensities for group a seemed to be saved correctly at the programming session which was on (B)(6) 2021. The caller was not with the patient. Tech services reviewed information about adaptive stim programming.  The caller will follow up with the patient and try to program the different positions using the patient programmer. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was to report the event. The caller indicated that they would follow up with the md and may return the ins for analysis. Additional information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The caller indicated that the patient claimed the ins was turning itself off. The caller indicated that the patient claimed the ins is heating up. The caller indicated that the patient plans to have the ins explanted.